Event description:
It was reported that the patient presented for an implant procedure. Prior to device release, it was noted that there was yellow bead -like substance mixed in the device packaging. The device was implanted and the patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.